Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to g2 (inadvertently selected healthcare professional). The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event did not recur, but to determine the cause, the scope was disassembled and checked the appearance of the video connector board and the entire length of the imaging cable, but no abnormalities such as broken cables or incorrect wiring were found. Charged coupled device (ccd) cable was also installed on the same model connector board and checked the image while directly applying bending stress to the entire length of the imaging cable, but no image defects such as image noise or disappearance occurred. Since the suggested event cannot be reproduced, it is difficult to perform further analysis from the actual product, and the cause has not been determined. It is possible that there was a temporary electrical contact failure due to the adhesion of limescale, sebum dirt, dust, gauze fuzz, etc. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope image ws not displayed properly when connecting to the video system center. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.